Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply was replaced to address the issue. "Service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board and power management board were replaced to address the issues.